Manufacturer narrative:
Not labeled. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The manufacturer has become aware via information received from the initial reporter regarding an alleged incident of a clogged catheter (manufacturer and model unidentified) that required intervention and possible subsequent removal/replacement.